Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that the device made an "abnormal noise" when running. The internal examination of the device showed the battery electrode board had sustained a burn. No patient/user involvement related to the burn seen on internal battery board.